Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter is not lasting and kinking. The wave forms are lost and can't flush. The customer reports a delay in treatment.

Event description:
The customer reports that the catheter is not lasting and kinking. The wave forms are lost and can't flush. The customer reports a delay in treatment.

Manufacturer narrative:
(B)(4). The customer returned one radial artery catheter for evaluation. The catheter was returned with suture thread around the base of the hub and contained obvious signs of use in the form of biological material. Visual examination of the catheter did not reveal any defects or anomalies. No kinks or bends in the catheter were present. The total length of the catheter body measured to be 2.72" which is within specifications of 2.715-2.755" per product drawing. The outer diameter of the catheter body measured to be 0.04565" which is within specifications of 0.044-0.047" per product drawing. The inner diameter of the catheter body measured to be 0.033" which is within specifications of 0.031-0.034" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was initially flushed to ensure no blockages or leaks were detected. A lab inventory guide wire was then able to pass through the catheter with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of an incorrect waveform could not be confirmed by investigation of the sample provided. The returned catheter passed all relevant visual, dimensional, and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.